Event description:
It was reported that during a chemotherapy infusion of blincyto infusing at a rate of 10ml/hour that the anti-siphon valve leaked at connection to the non-pvc tubing set approximately 16 hours after the initiation of the chemotherapy infusion on (B)(6) 2019. The anti-siphon valve was pre-primed with a pre-filled syringe prior to connecting it to the tubing set.

Manufacturer narrative:
The customer¿s report of anti-siphon valve leaking at the connection to the mating device was not confirmed. A photo of the set was received, leak could not be confirmed based on the photo. The root cause was not identified.

Manufacturer narrative:
Due to chemotherapy contamination, no product will be returned. A picture of the affected tubing set has been received. The customer complaint was confirmed by visual inspection of the provided picture. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that during a chemotherapy infusion of blincyto infusing at a rate of 10ml/hour that the anti-siphon valve leaked at connection to the non-pvc tubing set approximately 16 hours after the initiation of the chemotherapy infusion on (B)(6) 2019. The anti-siphon valve was pre-primed with a pre-filled syringe prior to connecting it to the tubing set.